Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The patient's trial began on (B)(6) 2025 . It was reported that they had felt a sensation that they had not felt before and they don't know where it was coming from. The trial patient said the sensation would start when patient went to have a bowel movement, when the trial patient came out they felt a burning sensation like they have a uti but they don't have a uti. Patient said they think the sensation came from the "thing they were attached to" (the external stimulator). During call patient's stimulation was at 2.2v, trial patient said that sensation went away. Pt said the sensation happened only 2 or 3 times but then it happened again so the patient was worried about it. Ps reviewed that patient can decrease stimulation if they feel that sensation again. Ps reviewed that stimulation sensation can change in different body positions (like sitting down). Pt will fu with hcp if sensation doesn't resolve. Additional information was received from a patient. They reported that it was unknown if the cause of the burning sensation from the ens was determined and the most like cause/contributed to the issue was uti and was not known yet on the steps taken that were or would be taken to resolve the issue. The issue was not yet resolved and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.